Manufacturer narrative:
Per data log analysis, the logs do not cover the incident date. The incident occurred on (B)(6) 2019, and the logs were exported on (B)(6) 2019. No issues found in the provided logs.

Manufacturer narrative:
Please disregard the previously submitted medwatch where it referenced a recall in block h9. Additional consideration has determined that the recall is not applicable for this reported complaint.

Manufacturer narrative:
Per the field service representative (fsr), he instructed the user facility on how to properly reboot the system, clearing the message.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the unit displayed a "battery cannot be charged - full backup may not be available" message. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) replaced the batteries. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) observed the batteries to be 13.03 volts direct current (vdc) and 433 siemens (s) for the first battery and 13.01 vdc and 457s for the second, both passing. The batteries operated as intended throughout the evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.